Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system was getting communication error messages. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.